Event description:
New information indicates that an electronics performance indicator (epi) alert was received by the clinician. Further information was requested, but not yet available.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed premature battery depletion on the pacemaker. No changes or intervention were reported. The patient was in stable condition.